Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital upon receiving high voltage (hv) therapy from their implantable cardioverter defibrillator (ICD) to address tachycardia. Upon review, the merlin transmission revealed that the ICD exhibited a high defibrillation threshold and delivered six shocks that failed to convert the patient. The patient required two shocks from an external defibrillator. The patient was admitted to the intensive care unit and intubated. The patient was recovering.